Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that resistance was observed upon inserting the right ventricular (rv) lead to the connector during an implant procedure. Additionally, noise was observed on the rv channel. It was found out that the terminal pin was fatigued so the physician wrapped paper on the pin to support its strength. The terminal pin was then inserted to the header of the crt-d completely and the noise was no longer observed on the programmer. The rv lead remains in service. No adverse patient effects were reported.